Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the sensing electrodes. Patient stated the skin is bruised and cut, wires get pushed on her back and make dents. Patient reported received chemotherapy treatment for cancer and this makes her skin thin and she develops open sores easily. There was no alleged device malfunction contributing to the irritation. The patient contacted his physician regarding the skin irritation, but there is no indication that the patients doctor made any recommendations. Follow up indicated that the doctor advised to keep wearing the lifevest for another three weeks and skin has not improved.